Manufacturer narrative:
Event has been updated with additional information regarding the event. Patient's exact age is unknown; however it was reported that the patient was around 70 years old. The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported event date of "last week of (B)(6)." The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Device code 4003 captures the reportable event of "physician pulled the stent out of the cyst." The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in transgastric position to treat a large necrotic cyst during a stent placement procedure performed on (B)(6) 2019. According to the complainant, in the last week of (B)(6) 2019, during a necrosectomy procedure, the physician accidentally pulled the stent out of the cyst with the scope. The stent was removed from the patient, and the procedure was completed. A 20mm axios stent was later placed on (B)(6), 2019, to continue treating the patient. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine and stable. Additional information received on 16apr2019. The patient's cyst contained 60-70% necrotic material. Note: the stent was placed to treat a cyst with over 30% necrotic material; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was around (B)(6). The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported event date of "(B)(6)". The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in transgastric position to treat a large necrotic cyst during a stent placement procedure performed on (B)(6) 2019. According to the complainant, in the last week of (B)(6) 2019, during a necrosectomy procedure, the physician accidentally pulled the stent out of the cyst with the scope. The stent was removed from the patient, and the procedure was completed. A 20mm axios stent was later placed on (B)(6) 2019, to continue treating the patient. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine and stable.